Event description:
Reported a smiths medical endotracheal tube malfunctioned. The customer confirmed that the product worked properly in a pre-use check. However, during the use of it, leakage of air was detected. Also, a black tear was found on the cuff and the customer suspected air leaked from that part. No patient injury.

Manufacturer narrative:
Other text: investigation results completed on a smiths medical intubation/portex endotracheal tubes sacett . Four photos were attached for evaluation. Cuff damaged was observed in photo 3 and photo 4; the complaint was confirmed. On sample was inspected from p/n: 100/189/080 which revealed cuff damaged was found, it can also observe that the inflation line was exposed to high temperature; the complaint was confirmed.

Event description:
Investigation completed.